Event description:
The treating surgeon reported to the manufacturer that a frank lead fracture was not seen during the surgery.

Event description:
All attempts for further information regarding the reported vns lead fracture and return of the explanted lead and generator have been unsuccessful to date.

Event description:
Reporter indicated on (B)(6) 2012, that a patient was scheduled for vns lead revision surgery due to an unknown reason, but the patient was still having two seizures at night following going to sleep. The patient's vns generator had been previously replaced due to a reported cracked header on (B)(6) 2011, but the lead was not replaced and diagnostics were within normal limits following surgery. Additional information was received indicating the reason was due to high impedance from suspected fibrosis when higher settings were desired; at lower settings impedance was ok. The patient later had replacement of the vns lead and generator performed on (B)(6) 2012. The generator was replaced due to not being compatible with the new lead. An implant card was received to the manufacturer documenting the lead was replaced due to a lead fracture. Further attempts for clarification of lead fracture vs. Fibrosis and return of the lead and generator are in progress. This information was also previously reported via MDR 1644487-2011-02925, as it is unclear if the event is fibrosis or a lead fracture.